Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for a follow-up when a gradual rise in lead impedance trend and threshold was noted on the right ventricular lead. It was concluded that the rise of impedance was due to physiologic change in patient anatomy. Recommendation to monitor the patient was discussed. T-wave oversensing was also observed and programming changes were made. No patient consequences were reported.

Event description:
New information received notes the t-wave oversensing that was observed was post-sensed.